Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced barrel clamp due to cracked handle. Exp plastic recall action completed on front and rear case. Based on the findings, service determined that the reported issue was due to maintenance issue of the clamp barrel assembly. Device history record: a review of the device history record showed the device had a manufacture date of 04may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.